Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) performed an onsite inspection and verified that the wireless footswitch displayed a solid red wi-fi indicator and was unable to connect to the system. During troubleshooting, the fse noted that the battery indicator on the footswitch was green, yet there were intermittent wireless connectivity problems. To rectify these issues, the fse replaced the wireless footswitch (wfs) and the base station. The faulty wireless footswitch and base station were returned to philips for failure analysis. The analysis of the wireless footswitch revealed a cosmetic issue: the stickers for battery indication and wireless connection were not visible. However, the analysis did not conclusively identify the cause of the wfs base station failure. Nonetheless, the field service engineer's replacement of the wfs and base station effectively resolved the issue and restored the system's functionality. After the replacements, the system was returned to service in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless footswitch had a solid red wi-fi indicator and would not connect to the system. The system was in clinical use at the time of the reported event. The procedure was completed using a wired footswitch. There was no reported patient or user harm. Philips has started an investigation of this complaint.